Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor came out half way but not far to came out all the way. The customer¿s blood glucose level was 7.9 mmol/l at the time of the incident. Customer also stated that the reservoir lip ring was missing and reservoir was unable to lock in place. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The sensor will not be returned for analysis.